Event description:
The customer reports a falsely elevated architect ca 19-9xr assay result for one patient. An initial result of 335.40 u/ml was generated that was subsequently retested and generated a result of 3.10 u/ml. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-35 that has a similar product distributed in the us, list number 02k91-27. (B)(4). Date of event is documented in the customer complaint as (B)(6) 2013. Date of receipt of complaint is dated (B)(6) 2013. Because of international dateline/time zone issues this appears as a discrepancy in dating but actually is not. Therefore, the event date was entered as unknown to avoid any confusion.

Manufacturer narrative:
Information from the customer site indicates that a retest of the original sample generated the expected results. This was a single sample issue, which was resolved upon retesting. Also, a number of aspiration errors generated indicate a probable sample issue. Accuracy testing was performed with in-house retained reagents of lot 20214m500 (list 02k91-35). An architect ca 19-9xr panel, consisting of four different levels of analyte concentration, was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca 19-9xr reagent kit is performing as intended and no new issues were found. A product malfunction was not identified.